Manufacturer narrative:
The investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device is import for export only, not sold in the us. UDI not applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During hemodialysis session the suture wing detached from the catheter hub.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Ane video was provided showing the suture wing detached from the catheter hub and being rotated around the lumen. A supplier investigation request was issued to the contract manufacturer for this event. The investigation concluded that the most likely root cause, not definitive without an evaluation of the actual device, was that during catheter assembly, the operator did not push the suture wing onto the groove of the hub until it was properly seated in the correct position. Actions have been taken to minimize this type of occurrence. Based on historical data this is an isolated incident and will be trended through the complaint handling process.